Event description:
Customer reported that she had low blood glucose. Customer stated that she was having problems with her sensor. Customer stated that she had calibration error and incorrect reading. Customer stated that she is a school teacher and is hard to deal with the alarms. Customer stated that the paramedics were called because she passed out due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81332.